Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had episodes of noisy signals on the ventricular rate/sense and shocking channels.